Event description:
A patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. As a result, additional patient demographics, temporal relationship to pd therapy, root cause of this infection, treatment details and the patient¿s current disposition remain unknown. In the intake, it was stated the patient was hospitalized with peritonitis and no longer on pd for renal replacement therapy. There was no indication this event was related to the performance of any fresenius product(s) or device(s) in the initial reporting. Additionally, there was no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and associated hospitalization.

Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis cannot be determined. Though the cause was unknown, a majority of peritonitis infections are caused by nonadherence to aseptic technique through touch contamination involving the transmission of peritonitis causing pathogens. Regardless, in the absence of the required information, the liberty select cycler with the liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3 correction: g.4. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed signs of physical damage: rear of cycler was damage/pushed in there were no visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membranea (as-received with reduced dwell) simulated treatment was performed and completed.valve actuation test ¿ passed.system air leak test ¿ passed.photographic evidence was attached to the content tab.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. As a result, additional patient demographics, temporal relationship to pd therapy, root cause of this infection, treatment details and the patient¿s current disposition remain unknown. In the intake, it was stated the patient was hospitalized with peritonitis and no longer on pd for renal replacement therapy. There was no indication this event was related to the performance of any fresenius product(s) or device(s) in the initial reporting. Additionally, there was no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and associated hospitalization.